Event description:
It was reported that the surgeon observed a small opacify line on the anterior surface of a non-preloaded tecnis eyhance monofocal intraocular lens (iol). The defect was identified during the insertion procedure. No patient contact or injury was reported. Furthermore, no medical or surgical interventions were necessary. No additional information is available.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6a: if implanted, give date: not applicable as the device was not implanted. Section d6b: if explanted, give date: not applicable as the device was not implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.